Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
During a trochanteric fixation nail procedure, the surgeon was using the blade guide sleeve and the helical blade inserter and they did not operate smoothly. The helical blade could not pass through the nail completely. Another trochanteric fixation nail tray was opened and the surgeon used the same instruments and completed the procedure. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the product evaluation revealed the only observation was that the alignment indicator spins freely on the inserter. This may lead initially to trying to line up the inserter incorrectly with the blade guide sleeve but since the inserter and blade guide sleeve are designed so that they can only be assembled in the proper orientation, the procedure cannot proceed until they are reoriented and properly assembled. The returned parts do not exhibit the complaint condition. The inserter and blade guide sleeve were mated with the other instrumentation and implants and operated very smoothly and without issue this complaint was determined to be invalid.